Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and repaired. Per service manual operational and diagnostic analysis did not confirm the reported issue (broken device). Upon receipt the device failed the functional and manufacturing tests. "Micro": preventive replacement of o-rings performed; acc. To service manual; short circuit in the motor cable - motor cable replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as a short circuit in the motor cable. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by affiliate in (B)(6) that during pre-surgery to an unspecified procedure, it was observed that the micro tornado hp w handcontrol was broken. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.